Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse geenerator exhibited backup vvi operation. After a software download, normal function ensued.